Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 2.50x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 140mm distal to the distal end of strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified tip damage. No issues were identified during the device analysis. Procedural media: 30 series of angiographic media was returned on a cd with the device. The media on the cd was examined by the cis investigator. The media showed views of the right coronary artery (rca), left anterior descending (lad) and left circumflex (lcx) coronary arteries. Lesion were noted in the proximal and mid lad. Balloon pre-dilation was carried out at the lesion site in the proximal lad and at the lesion site in the mid-lad. A stent was deployed in the mid-lad followed by deployment of a shorter stent in the proximal lad. The media did not show a stent enter the vessel which did not appear to be deployed. Therefore, the stent which was reported to have been removed follow a shaft break during advancement was not evident in the media. This may be because the procedure was not recorded at the time of the event or the event may have occurred while the stent was still within the guide catheter. As the media did not appear to include evidence of the shaft break event and therefore did not contribute towards the investigation findings a documented review of the media was not completed.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the mid left anterior descending artery. After engaging the lesion with a guide catheter and crossed with a guide wire, dilatation was performed using a 2.0 x 15 bsc balloon catheter. A 2.50 x 28 mm promus element drug-eluting stent was advanced for treatment. However, when the physician was delivering the device, the proximal portion of the delivery shaft got fractured. The device was removed together as a whole and the procedure was completed with another 2.50 x 28 mm stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the mid left anterior descending artery. After engaging the lesion with a guide catheter and crossed with a guide wire, dilatation was performed using a 2.0 x 15 bsc balloon catheter. A 2.50 x 28 mm promus element drug-eluting stent was advanced for treatment. However, when the physician was delivering the device, the proximal portion of the delivery shaft got fractured. The device was removed together as a whole and the procedure was completed with another 2.50 x 28 mm stent. No patient complications were reported and the patient's status was stable.